Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13884. It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise oversensing and high pacing impedance and the physician alleged lead fracture. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The physician capped and replaced the lead on (B)(6) 2019 and no intervention was performed on the device. The patient was in stable condition.

Event description:
New information received notes that programming changes were performed to resolve the event of post-paced t-wave oversensing on the implantable cardioverter defibrillator. The patient remained in stable condition.